Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer's spouse that the customer received emergency medical assistance due to lows and highs in the past few months with unknown blood glucose levels at the time of the incidents. The customer's blood glucose has been uncontrollable with highs and lows that have caused them to miss work and get emergency treatment. The caller was concerned about the recent recall. It is unclear if the customer was wearing the insulin pump during all the incidents. Troubleshooting was not completed as it was not possible to identify the customer and contact them. The insulin pump will not be returned for analysis.